Manufacturer narrative:
After initial submission, it was identified that the MDR number was incorrect. The MDR number has been corrected and accurately reflects: 3011277972-2019-00002.

Event description:
Clinician reported a case of patient infection following breast augmentation procedure. The incident occurred in (B)(6).